Manufacturer narrative:
The reported device is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reports an under delivery. The reported delivery rate is 60ml/hr with the intended delivery volume of 180 ml. It was reported that the pt received 100 ml over an unspecified period of time.